Manufacturer narrative:
The device was returned for eval. A visual and functional exam revealed a hole in the venous lumen at the hub junction. The hole can only be seen when the lumen is manipulated away from the hub. The device was implanted and functioned for 2 years 6 months. The reporter indicated that the catheter could possibly have been exposed to "plaster remover solution." This type of solution is solvent based and may have a negative effect on the catheter material.

Event description:
Pt had a dressing change before dialysis - all appeared to be ok with the line. Two hours into dialysis it was noticed that the line was bloody. There appeared to be a slit in the line above the hub. Dialysis discontinued.